Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.; a visual and microscopic examination found that the stent was damaged at it proximal end. The five most proximal rows of struts were bunched together exposing the balloon and stent crimp marks. This type of damage is consistent with the stent meeting resistance when the device was withdrawn from the patient. The balloon stent protector was not returned to the complaint investigation site for analysis. No issues were noted with the balloon and tip sections of the device. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. It was observed that the shaft polymer extrusion was kinked 11mm proximal to the bi component bond. It was also noted that the hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 2.25x32mm promus premier¿ stent was selected to treat the lesion, however the device was unable to cross so the physician removed the device from the patient. It was noticed that the proximal edge of the stent was deformed. The stent came in contact with the guide catheter which caused the stent to "flare'' at the proximal edge. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 2.25x32mm promus premier¿ stent was selected to treat the lesion, however the device was unable to cross so the physician removed the device from the patient. It was noticed that the proximal edge of the stent was deformed. The stent came in contact with the guide catheter which caused the stent to "flare' at the proximal edge. No patient complications were reported and the patient's status is fine.